Event description:
Pt's stoma was irritated, reddened and swollen where the device contacted the skin. This has been ongoing condition for the last 3 months. A prescription ointment was applied. No further info was provided.